Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to the unknown product code. Although the product family is unknown, the foley catheter ifus were found to be adequate based on past reviews.

Event description:
It was reported that the nurse was unable to remove the catheter, so a doctor was called in who reinflated the balloon and removed the catheter without issue.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." Corrections: additional event information the device was not returned.

Event description:
It was reported that the nurse was unable to remove the catheter, so a doctor was called in who reinflated the balloon and removed the catheter without issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was unable to remove the catheter, so a doctor was called in who reinflated the balloon and removed the catheter without issue.